Manufacturer narrative:
Combination product: corrected.

Event description:
It was reported that due to cuff erosion the patient had his artificial urinary sphincter (aus) explanted. The cuff was removed and the tubing was plugged.

Event description:
It was reported that due to cuff erosion the patient had his artificial urinary sphincter (aus) explanted. The cuff was removed and the tubing was plugged.